Manufacturer narrative:
Device evaluation: the rotablator plus unit was returned connected together. No issues were observed during visual examination. Tug and connect/disconnect tests were performed and no issues were noted with the unit¿s handshake connection. No issues were observed during the wire guiding of the device. Microscopic examination of the burr revealed that the annulus was misshapen. No issues were noted with the diamonds on the burr. The unit was wet tested and did not reach any speed. The handshake connection on the advancer portion of the unit was seized and would not rotate. The advancer was dismantled and revealed a melted ultem. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 60 years or older. (B)(4).

Event description:
(B)(4). It was reported that during a rotational atherectomy treatment procedure, a vessel dissection occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician advanced a 330cm rotawire guide wire to the lesion and then began advancing a 1.50mm rotablator rotalink burr but encountered mild resistance near the target lesion. The physician attempted to continue advancing the burr using dynaglide mode but due to the resistance stopped the rotation of the burr. When the burr speed was approximately 60,000 rpms the rotawire guide wire fractured without coming into contact with the burr. When the rotawire guide wire fractured, the burr jumped and a dissection occurred in the left main coronary artery - proximal lad. Cardiac tamponade occurred and a drainage tub was inserted into the patient and the patient stabilized. The wire fragment was removed during CABG. Patient status is reported as stable.

Event description:
Same case as: 2134265-2011-01628. It was reported that during a rotational atherectomy treatment procedure, a vessel dissection occurred. The 90% stenotic lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery (lad). The physician advanced a 330cm rotawire guide wire to the lesion and then began advancing a 1.50mm rotablator rotalink burr but encountered mild resistance near the target lesion. The physician attempted to continue advancing the burr using dynaglide mode but due to the resistance stopped the rotation of the burr. When the burr speed was approximately 60,000 rpms the rotawire guide wire fractured without coming into contact with the burr. When the rotawire guide wire fractured, the burr jumped and a dissection occurred in the left main coronary artery - proximal lad. Cardiac tamponade occurred and a drainage tub was inserted into the patient and the patient stabilized. The wire fragment was removed during CABG. Patient status is reported as stable.